Event description:
It was reported that atrial lead impedance was greater than 9999 ohms in an aai programmed pacing system. The atrial lead configuration at the time of the event had two unipolar epicardial leads adapted together to make them bipolar. The physician found one of the two leads was cracked and chose to cap it and keep the remaining one active. The pacing system is now configured with one unipolar atrial lead. No patient complications were reported as a result of this event.